Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetic counselor called in to report a hospitalization due to diabetic ketoacidosis. The customer reported that the insulin pump had been dropped and there is a missing piece near the battery chamber. It was also reported that the display was black and the buttons were unresponsive. The customer's blood glucose level was unknown. The product was not returned for analysis.